Manufacturer narrative:
(B)(4). Date sent: 4/4/2025 the device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that during an unknown procedure, it was observed that the device failed to function; and the surgeon knew it was not the battery either. There was no patient consequence nor surgical delay reported. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 03/03/25. D4: batch #unk. B3: only event year known: 2025. Additional information was requested, and the following was obtained: 1. Please explain in detail what was the issue with the device. Was the firing sequence started but not completed? Yes the surgeon was able to clamp the area to be stapled when he initiated the stapling it made a sound like it was going to work then made an unusual sound then stopped. It would not continue or release. Manual release was used to remove it from the patient. 2. If yes: did the device deliver any staples? No I do not believe it did anything. 3. If yes, were the staples formed properly? N/a. 4. If yes, was the staple line complete? N/a. 5. Did the device cut? No. 6. If yes, was the cut line complete? N/a. 7. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? N/a. 8. Was there any difficulty opening the device? Yes the device had to be opened with the manual latch on top. 9. If yes, how was the device removed from the patient? Manual latch was used. Then would not close to remove through the trocar. The device and trocar had to be removed from the patient. And trocar reinserted. 10. If yes, did the jaws eventually open? After the manual release latch was used. This event caused the surgeon to have to use a second device¿.cut further up the colon and take more tissue than he would normally for an appendectomy. After the case the batteries were swapped between the failed device and the one used and it was determined that the battery was not the issue. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished #ech45s, with lot/batch #a9739a, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 4/24/2025. D4: batch # a9718f. Corrected data: d4 (expiration date, UDI), h4. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with no apparent damage and with a gst45b reload loaded on the device. The reload was received partially fired 1/2. The device event log was reviewed. The log indicates that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. In addition, the log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be articulated or used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. The event described of would not close, difficult to open, and tissue trauma- intervention required could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number a9718f, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.